Event description:
It was reported that the patient had a removal surgery for bha due to infection.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report. The reason for the serialization starting with (B)(4) is to provide clarification following a change in stryker's electronic complaint systems.